Event description:
The notification received for the study indicated that the pt had a lesion in the proximal cx that was treated with two overlapping otw cypher stents. During the procedure, the pt had a side branch occlusion in the 1st om, and it was treated with balloon angioplasty. In addition, the pt had hypotension during the procedure secondary to nitroglycerin administration. It was medically managed only. After the procedure, the pt had elevated enzymes and the pt was diagnosed with an mi on the following day. No treatment was provided and it resolved on the following day. Pci was performed on a (b2) lesion in the proximal circumflex of 34 mm in length in a 2.75 mm vessel diameter. The lesion was pre-dilated with a 2.75 x 16 mm balloon at 10 atms before a 3.5 x 18 mm otw cypher stent was deployed at 10 atms. The lesion was post-dilated with a 3.5 x 16 mm balloon at 18 atm as standard practice. Then a 3.0 x 28 mm otw cypher stent was deployed at 18 atms proximal to and overlapping the previous stent because the initial stent did not cover the lesion. Post-dilatation was performed with a 3.5 x 16 mm balloon at 18 atms as standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. An ostial lesion in the 1st om of 14 mm length in a 3.0 mm vessel diameter was treated by balloon angioplasty because the flow was compromised during placement of the second stent.

Manufacturer narrative:
The notification received for the cypress study indicated that the pt underwent a pci to treat a lesion in the proximal circumflex artery. During the procedure, there was a side branch occluded post implantation of two overlapping cypher stents. After the procedure, the pt had elevated enzymes and the pt was diagnosed with an mi on the following day. No treatment was provided and it resolved on the following day. Pci was performed on a (b2) lesion in the proximal circumflex of 34 mm in length in a 2.75 mm vessel diameter. According to the IFU, this product is indicated for use in discrete lesions equal to or lesion than 30 mm in length. The lesion was pre-dilated before a 3.5 x 18 mm otw cypher stent was deployed at 10 atms followed by a 3.0 x 28 mm otw cypher deployed at 18 atms proximal to and overlapping the previous stent. The rated burst pressure indicated in the IFU is 16 atms. An ostial lesion in the 1st obtuse marginal of 14 mm in length in a 3.0mm vessel diameter was treated by balloon angioplasty because the flow was compromised during placement of the second stent. The residual diameter stenosis measure 0%. Timi iii flows were recorded pre and post-procedure, respectively. Past medical history that may have increased this pt's risk for mace include previous pci, hyperlipidemia, hypertension, myocardial infarction, bleeding disorder, and 2-vessel disease. The products remain implanted in the pt and are thus, not available for eval. A device history record review was performed and showed that these lots of products met all requirements per the applicable mfg quality plan. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. The elevated enzymes experienced by the pt post procedure and subsequent diagnosis of myocardial infarction are likely to be related to the side branch occlusion. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Based on the info available, there are possible vessel characteristics and procedural factors that may have contributed to this event. This is one of two devices associated with the reported event that were submitted under the following mfg number: 3003742446-2010-00012.